Event description:
It was later reported that the patient had another back surgery on (B)(6) 2014. On (B)(6) 2014, the pump was turned off at the patient¿s request. She would have the pump removed in the future.

Event description:
It was reported that the catheter was cut during a back surgery in (B)(6) 2013. Recently, the patient had another back surgery and no longer needed the pump. The patient wanted the pump removed. The device system was used to deliver fentanyl and dilaudid.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).